Manufacturer narrative:
(B)(4).

Event description:
A pt had discomfort and swelling around the location of their catheter. A physician was concerned that it could be a collection of medication that was causing the swelling. It was noted that there was no known trauma or falls that occurred, that could be related to the issue. It was noted that there had always been more medication then expected in the reservoir of the pump upon refills. An MRI was recently conducted to check for catheter placement. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info is being requested from the hcp, and will be provided in a f/u report as it becomes available.